Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had no image and the technique would drive to maximum outside a case. No patient injury was reported.